Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, during third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was microscopically and visually examined. There was blood and contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 10mm from the tip of the device, there was pinhole damage to the balloon. The balloon was prolapsed over the distal portion of the balloon. Product analysis confirmed the reported event, as the device was found to have a pinhole damage and prolapse to the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, during third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.